Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A complaint database search on the provided product found similar reports which was attributed to misuse and or product wear out; however the investigation is inconclusive due to the reported device not being returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The threaded end of the impactor came off.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported instrument was not possible as it was not returned. Previous investigations found design is attributed to the handles cracking; (B)(4). The vendor date code (B)(4) indicates the instrument was manufactured in january 2010. The instrument was made after the initial design changes. (B)(4). Further corrective action is not indicated. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.